Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual sample was not available for investigation. However, a picture of the impacted set was provided. The visual inspection of the provided picture could not identify the reported leak, however, a visible crack was present on the bubble trap. The reported condition was confirmed. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy with a prismaflex control unit and a prismaflex m100 set, a leak was observed at the level of the "drip pot¿ (understood as the deaeration chamber), due to a crack. It was reported the prismaflex control unit did not generate an alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.